Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient battery had a power switching event on port 1 although the charge status on the battery was more than 25%. It was stated that there was no effect on patient. Battery was taken out of service and exchanged. No additional information available.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing as the battery would flash red when connected to a battery charger due to high max error of 10%, indicative of a unit that is out of calibration. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. The most likely root cause can be attributed to a high max error. This is an additional observation not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing as the battery would flash red when connected to a battery charger due to high max error of 10%, indicative of a unit that is out of calibration. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. The most likely root cause can be attributed to a high max error. This is an additional observation not related to the reported event. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat202136, bat202239, bat202271, bat214031 and bat216017. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.